Event description:
It was reported that the right atrial (ra) lead was implanted after its expiration date, had decreased sensing, and pocket stimulation occurred. It was also reported that the right ventricular (rv) lead had high threshold and pocket stimulation occurred. Both leads were capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected lower range. Rv pace impedance was steady at approximately 400 ohms through 2014-(B)(6). It dropped out of range (<(><<)> 200 ohms) starting the week of 2014-(B)(6).